Manufacturer narrative:
Manufacturing site evaluation investigation on-going. Should relevant additional information or the investigation results become available, a supplemental medwatch report will be submitted.

Event description:
It was reported that a progav 2.0 shunt system(#fx642t) was implanted. According to the complainant, the shunt system had adjustment problems. The patient underwent a revision procedure on (B)(6) 2026. No patient complications were reported as a result of the revision procedure.